Manufacturer narrative:
(B)(4): two parts were returned for evaluation of broken jaws. Both instruments had lot codes of (B)(4) 2010. Both show signs of the assembly screws being unscrewed, for instance one is not seated fully and has a burr in the slot. Both have the set screws backed out, one fully out of the back of the handle and the other shows damage and what appears a punch. Screws are sometimes punched to hold them in a specific location. Both instruments have the top jaws broken at the hinge point. An exam under a microscope shows some flaring and a slight amount of twist on the remaining parts. Both units show evidence of sharpening and grinding on the jaw. The jaw screw is now visible on the tagged unit, these are not normally visible as the satin finish operation blends them over. It is visible either as a result of the grinding or has been removed at some point (it is no longer flush on one side and slightly recessed on the opposite). In order to sharpen the jaws, the unit was probably dis-assembled to allow access to the jaw surface. If sharpening was done with out dis-assembly, it is possible that the undue strain was placed on the hinge, possibly nicking an edge. Given the right condition, a nick is a stress point that could initiate a crack and thus a break. Based the set screws not set for proper functioning, the assembly screws showing signs of dis-assembly at some point, and the state of the break at the hinge, the most likely cause of the broken jaws is over pressure with some torque, possibly in compensation for the jaws not properly closing after repairs.

Event description:
The customer stated the top broke off in patient and screws kept coming out of instrument. Additional information (B)(6) 2012: clarification from the customer indicated that it was not a screw that fell out, it was the biter bit at the end of the rongeur broke off and fell into the patient. There was not a patient injury, the end was quickly retrieved from the patient and the procedure went on as planned and was completed without incident.